Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision and excision on (B)(6) 2002. No additional information was provided. (B)(4).